Manufacturer narrative:
Received one device. Customer issues confirmed, visual inspection also found the downstream occlusion sensor seal was delaminating and ripped with some contamination underneath. Replaced latch lock, latch lock flex sensor, downstream occlusion sensor. Conducted performance verification testing again. The pump passed all tests. Software installed: service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor was defective. There was no reported patient involvement.